Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked lcd glass. No blank display noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received display damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.